Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested and received: what color was the sliver of plastic that appeared to be shaved off? Did any pieces fall into the patient? If so, were all pieces retrieved from the patient? The slivers were gold and the did fall off into the patient. According to the staff they were retrieved w/o patient consequence.

Event description:
It was reported that during a sleeve gastrectomy the third firing deployed staples, but shave a sliver of the reload plastic from the reload. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r58a91. Investigation summary: the analysis results showed that one gst60d cartridge reload was received. The reload was received fully fired and with damage on cartridge deck. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.